Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt on (B)(6) 2017 with setting 3. It was reported that there was no improvement with ventricular enlargement or awareness improvement when it as checked by CT scan on (B)(6) 2017, and the setting was lowered to 1. Finally a revision surgery was performed on (B)(6) 2017. The final setting of the valve was 1.the valve was replaced with another one (strata/none asd). It was local anesthesia. The patient¿s initial is (B)(6), (B)(6) female. Primary disease was subarachnoid hemorrhage. The surgeon thinks that something happened with with the valve rather than with abnormal catheter and connector. No further information available. The product will not be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI : (B)(4). The valve was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; it was noted that the needle base was slight raised. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was then removed and the valve was pressure tested. The valve passed the test. Based on the evaluation, no functional issue was found. The device functioned as intended. The slightly raised needle guard base is likely due to user error. As noted in the IFU: (do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway.) Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.